Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Revision of a distal humerus surgery performed on (B)(6) 2013. Gross comminution of bone-cells in the distal humerus. The construct of bone was not realized because comminution bone would not hold the screws and plate in place. The aware date is being reported as (B)(6) 2013, the date reported, for reporting purposes only. If the actual aware date becomes available we will update accordingly. This is report 3 of 9 for complaint (B)(4).